Event description:
Note: this event pertains to one of two trapezoid rx lithotripter baskets used in the same procedure. It was reported to boston scientific corporation that two trapezoid rx lithotripter baskets were used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the basket wires were found broken but were still attached to one end. Another trapezoid basket was opened and found the same issue. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 : initial report facility name: (B)(6). Block e1: this event was reported by the dealer. The physician present for this case was: dr. (B)(6), (B)(6) hospital. Block h6: medical device problem code a0401 captures the reportable event of basket wire break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the side car was torn and pushed back. Functional test found the device work as intended and the wires are not broken. No other issues were noted. The reported event of basket wire break was not confirmed; however the side car was noted to be torn and pushed back. Based on all available information, it is possible that manipulation or technique used when interacting with the device could have torn the side car. Side car push back is a sign that there was some resistance. Therefore, the most probable root cause of the event is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this event pertains to one of two trapezoid rx lithotripter baskets used in the same procedure. It was reported to boston scientific corporation that two trapezoid rx lithotripter baskets were used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the basket wires were found broken but were still attached to one end. Another trapezoid basket was opened and found the same issue. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.